Event description:
It has been reported that a patient who had a triax for femur extension, the doctor notices that the clamp is loose and it has diverted from the correct bone alignment.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that 1, 4 hole pin clamp, red monotube triax ø 25mm was alleged of issue s-41 (poor fixation) could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on the investigation, the root cause was attributed to be user related. The failure was probably caused due to insufficient application of torque for tightening the screws of the clamp. The details of the screw tightening procedure is mentioned in detail in operative technique. A review of the labeling did not indicate any abnormalities. It is stated in the operative technique (mt-st-3-en monotube triax op tech): ¿note: all square head screws need to be tightened to the appropriate torque to maintain adequate stability using the torque wrench. Locking the fixator. Once an anatomical reduction is achieved, lock the fixator in all planes. The torque wrench should be used after initial tightening to assure all clamps are locked properly. For the red system, this helps ensure the components are tightened to 11nm; for the blue system 9nm; and for the yellow 5nm. Use of monotube torque wrench proper use of the torque wrench is important. Make sure the torque wrench head is fully seated over the clamp screw. Grip the end of the wrench handle, keeping the thumb in a ¿fist¿ position. Tighten the clamp screw only until the silver torque wrench bar contacts the colour-coded handle. When the bar and the wrench handle come in contact, the clamp screw has been tightened to the recommended maximum torque. Improper placement of the thumb can change the torque level achieved by the wrench. This may result in undertightening of the screws on the clamp. [Original statements]: a review of the device history for the reported lot (lot no. ¿ f41621) did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It has been reported that a patient who had a triax for femur extension, the doctor notices that the clamp is loose and it has diverted from the correct bone alignment.